Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain four of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted with clearing the alarm and ending therapy. The patient was to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was returned and evaluated for the reported event of system error 2240. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. Device was also used with the homechoice machine in simulation of therapy and no problems were found. The device was determined to have met specifications related to the reported event. The system error 2240 could not be verified after the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.